Event description:
Patient presented to the physician with right marginal mandibular nerve weakness and severe headaches post-implant procedure. Physician admitted the patient, who received extensive medical treatment to address the issue. Patient returned to the physician for a follow-up appointment with improvement.